Event description:
It was reported that prior to a farapulse pulmonary vein isolation procedure, during preparation of a farawave catheter, when flushing was connected, the luer lock broke off from the catheter. The catheter was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.